Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was returned for evaluation. Product evaluation confirmed the presence of blood in purge gap and purge line. However, the temporary pump stop could not be reproduced. Data log analysis did not include the temporary pump stop as the logs did not cover the early hours of support. According to the clinical, during the first day of impella cp support a temporary pump stop was recorded. When the temporary pump stop occurred the patient was being repositioned. No decision was made to remove the device so it remained in the patient for a duration of support. The cause of the temporary pump stop could not be determined because logs were not returned and not enough information was given. The instructions for use states ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 35-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. During repositioning, the displayed impella flow dropped to 0l/min. The issue persisted for roughly one to two minutes until the impella was successfully restarted. Patient support was maintained at the time of the noted issue with the assistance of ECMO. Upon return to functionality, no further issues were noted with the pump for the remainder of support. There was no patient harm.